Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary angiography was performed by the customer and the procedure was completed with small focus without delay. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to perform exposures. Upon troubleshooting fse found that the small and large focus were faulty. To resolve this issue, fse replaced tube. The defective tube was returned to philips for analysis and the failure of the x-ray tube was attributed to the burnout of both the small and large filaments, a result of normal wear and tear over time. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.